Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient experienced inappropriate shock due to post-sensed t wave oversensing. The oversensing occurred when r wave amplitude degraded. Programming changes were successfully made. Patient was stable post-reprogramming.